Event description:
It was reported to nova biomedical that a consumer received a result of 551 mg/dl on their blood glucose meter at 3:00am. The consumer administered 40 units of insulin via insulin pump based on that result. At 10:15am, the consumer performed another blood glucose test getting a result of 574 mg/dl on their blood glucose meter. The consumer's spouse drove the consumer to the hospital based on that result. At 11:00 am, the emergency room nurse performed a blood glucose test using the hospital meter getting a result of 41 mg/dl. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer was using expired test strips, which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for eval.